Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged water was leaking out of water tank when it runs; she was on the device and a electric shock hit her mouth. Burning/smoke/electrical odor. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged water was leaking out of water tank when it runs; she was on the device and a electric shock hit her mouth. Burning/smoke/electrical odor. In the initial report section b5 was not updated, the correct b5 should be - there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 19 instances of e-.130, 1 instances of e-53 and e-200 on the error log. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.